Event description:
A laboratory technician cut her right index finger while capping a test tube that contained level 2 control material. The lab technician was wearing gloves at the time of the event and immediately washed her hands with soap and water and applied neosporin and a band-aid. The lab technician did not require any stitches or hospitalization; however, the lab technician reported the event to the hospital facility's occupational health department and received a tetanus. There was no immediate harm to the laboratory professional as a result of this event.

Manufacturer narrative:
The labeling and certificate of analysis indicate that the serum from each donor contributing urine for this product was tested and found non-reactive at the donor level per current applicable FDA requirements using FDA accepted methods including testing for hiv-1/hiv-2 antibody, hbsag, hcv antibody, hiv-1 and hcv by a nucleic acid test (nat). In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens.